Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that it was ¿not working.¿ when asked for clarification, the patient replied that they thought their implanted stimulator was ¿not working¿. The patient reported they went to (B)(6) and they noticed a loss of stimulation sensation since they got to (B)(6). When asked if the patient was experiencing a return of symptoms as well, the patient stated ¿no.¿ the patient reported they turned their stimulator off while they were traveling so they didn't have to deal with turning their stimulator on and off while they went through all the security check points. The patient stated they bypassed most security devices while traveling but they did go through one of the body scanners. The patient reported they had the stimulation around 2.2-2.3 and they tried turning the stimulation up to 5.0 but they still did not feel stimulation. While on the call, the patient was able to sync with the patient programmer and it showed the stimulation was on and set to program 1. The patient then increased program 1¿s stimulation level up to 8.5 but reported they still could not feel stimulation. The patient then tried changing to program 2 and tried increasing and reported they did not feel stimulation on program 2 either. The patient reported they would contact their health care physician (hcp) and coordinate an appointment with a representative since their hcp was 2 hours away. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient doesn't know what caused them to lose stimulation sensation; ever since they had the implant, there were times when they didn't feel it. They didn't want it to seem like the airport security was what caused the issue. The patient had an appointment to meet with their hcp and a manufacturer representative (rep).